Event description:
The user facility reported the device overheated during a procedure. The patient incurred an unspecified burn to the upper lip during the event. The procedure was completed successfully with no surgical delay or medical intervention.

Event description:
The user facility reported the device overheated during a procedure. The patient incurred an unspecified burn to the upper lip during the event. The procedure was completed successfully with no surgical delay or medical intervention.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.